Manufacturer narrative:
Follow-up 1: investigation outcome log file analysis indicates that the device switched to ambient state during ventilation (tf 446029) and subsequently triggered tf 431001, indicating ¿expiration valve disconnected.¿ a patient was connected to the device for approximately 6 minutes; however, no patient harm was reported. Furthermore, the log files show that the device alarmed with ¿preventive maintenance required.¿ the instrument report indicates that the next preventive maintenance was due on 14 november 2025 and was most likely overdue at the time of the event. However, it cannot be determined whether the delayed preventive maintenance contributed to the issue. Following the event, preventive maintenance was performed, during which no faults or abnormalities were identified. The ventilator was subsequently operated for several days without recurrence of the issue. The failure could not be reproduced, and no parts were replaced.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: it was reported that the device generated several alarms during ventilation. The service technician provided a picture of the device screen where the device alarmed with "preventive maintenance required", "vt low", "low minute volume", "vt low connection removed", "low minute volume condition removed" and then "tf 1485001", "tf 1446029", "tf 1746004", "tf 431001" and "tf 446029". No harm to the patient was reported.